Event description:
Info received indicates when the brake is engaged the caster will hold but will continue to swivel.

Manufacturer narrative:
The tech replaced the four worn casters to repair the stretcher.